Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported component damage which appeared to be caused by excessive heat. A patient was not connected to the machine at the time of the incident. Follow-up information, provided by the biomed, revealed that the issue occurred while the cbe upgrade was performed. During the installation, the air separator board was incorrectly seated on the distribution board leading to the observed damage and discoloration. The discoloration was noted as being due to an electrical short. No smoke was visible, and no sparks or flames were observed. Although the distinctive smell of an electrical short was present, it was faint. No other component damage was visible. The biomed replaced the distribution and sensor boards to resolve the issue. Following the part replacements, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. None of the replaced components are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation or failure analysis. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician indicated that the air separator board was incorrectly seated on the distribution board leading to the observed excessive heat damage and discoloration. No other components were found to be damaged. The biomed replaced the distribution and sensor boards to resolve the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.